Manufacturer narrative:
The product was not returned for evaluation, nonetheless, the complaint is a customer error. The documentation review of lot 1162798 did not reveal any anomalies that could cause the reported condition. Product was labeled with the correct expiration date. Documentation and product retain evaluation shows that the product was labeled with the correct expiry date. Thus, this event was related to a customer oversight of the expiration date at the time of product use.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that an expired nerve tube was used. The sales rep was not present for the case; surgeon and hospital failed to check expiration before opening. No patient injury reported and no revision is scheduled.